Manufacturer narrative:
The impella 5.5 pump was returned for investigation. A hole in the catheter was found near the 30cm marking on the catheter. Blood was confirmed in the red handle. The cause of the product damage was blood ingress due to a hole in the catheter resulting from improper use. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in the EU reported a patient undergoing cardiac surgery was implanted with an impella 5.5 pump for mechanical circulatory support. Bleeding was noted out of the red plug. Bleeding did not require any intervention and pump was explanted after 13 days.